Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received stating that there was no patient harm. As per surgeons opinion product not contributed to event. Patient's outcome was recovered.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint of "explant, upset with vision, eye feels heavy, could not tolerate distance needing for reading". Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Based on the information provided, the event may not be related to the product. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. The company (1.50 cylinder) 19.5 diopter lens was removed and replaced with a company (1.50 cylinder) 22.5 diopter lens. This information of a three diopter difference with the replacement lens would indicate that the diopter of the replacement lens was an improved selection for this patient's vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient was upset with vision and felt eye heaviness and could not tolerate distance vision for reading. The lens was exchanged for an unknown lens model 8 months after the initial implant procedure. Clinical reason for explant was mentioned as mechanical complications of iol. Additional information has been requested.